Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was sparking while in the patient. The procedure was completed but the patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter is working on getting the information from the circulator that was in the room at that time.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed, and the reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.